Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -18.0/2.0/115 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced severe double vision. On (B)(6) 2023 the lens was exchanged with a same length but different model/power lens, and limbal relaxing incision was performed to correct its astigmatism. The cause of the event was reported as a patient related factor.